Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm at night. The customer woke up with a blood glucose level of 430 mg/dl with no ketones. The customer reverted to using another pump to manage diabetes. As the customer did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.